Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician introduced the penumbra system separator 032 into the rhv and it kinked and fractured. The distal segment was removed from the rhv. A second device was used and the same thing happened to the second separator. A third separator was used and the procedure was completed. The patient was not adversely affected by this event. This MDR is associated with MDR 3005168196-2011-00257.